Event description:
It was reported via trial that approximately 20 months post stent implantation of 2 xience v stents (2.5x28mm) in the distal circumflex (cx) artery (placed on (B)(6) 2008), and 11 months after stent implantation of one xience v stent (2.75x28mm) in the mid cx (placed on (B)(6) 2009), the patient experienced mid sternal chest pain which was treated with nitroglycerin resulting in syncope. The patient was hospitalized for the syncope and elevated cardiac enzymes. On (B)(6) 2010, an angiogram showed 99% in stent restenosis (isr) in the 2.75x28mm xience v stent implanted in the mid cx to the edge of the most proximal xience v stent in the distal cx. Treatment included integrilin, additional plavix and cutting balloon angioplasty. Post procedure stenosis was 10%. Additionally, focal isr was seen near the distal end of the xience v stent in the distal cx. On (B)(6) 2010, the patient experienced recurrent angina. Cardiac enzymes were negative. On (B)(6) 2010, 80% isr was noted within the distal edge of the xience v stent in the distal cx to the left posterior descending artery (lpda). A xience v stent was placed as treatment, resolving the event. Post-procedure stenosis was 0%. There was no adverse patent sequela reported. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. The customer reported the stent delivery system was discarded. A follow-up report will be submitted with all additional relevant information. The other two xience v devices are being reported under separate medwatch report numbers.